Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 due to faulty force sensor resistor gold. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked case on display window corners, minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
Nurse reported that the customer had recently been experiencing high blood glucose levels. Blood glucose level was 521 mg/dl at the time of the call. Troubleshooting showed that a no delivery alarm was listed in the insulin pump's alarm history. Troubleshooting could not be completed, and the insulin pump was replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.